Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, bump, biofilm infection and delayed hypersensitivity are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of infection, edema, skin irritation and hypersensitivity: precautions for use: ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : ¿ inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site. ¿ cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the "8pt lift points" and chin as well as juvéderm volbella with lidocaine in the lips. Player was prepped with numbing agent and antiseptic prior to injection. Patient was happy with the result. About a month later, the patient returned home overseas. Six months later, the patient emailed the healthcare professional stating they had developed swelling in the lips that occurs from time to time. Patient also noted having a small bump which had formed about 2 months after initial onset of symptoms. Patient emailed again later noting they had been treated with hylenex in the initial month of onset by a dermatologist in their home country and was "all better now." A month later, the patient had a recurrence of swelling a month after the hylenex treatment and was given another treatment with hylenex. On the 3rd month of symptoms, the patient was treated with hylenex, clindamycin, kenalog, prednisone and clarithromycin. The patient email back again noting swelling again. The healthcare professional questioned if the patient was having a delayed hypersensitivity reaction or a biofilm infection. There has been no diagnosis of biofilm infection nor has any firm diagnosis been provided. After treatment with clindamycin, the swelling has subsided. Patient also stated that she has taken prednisone multiples times as treatment but the swelling returns once the treatment is completed with prednisone and clindamycin. Patient stated that she is seeing a dermatologist who stated that the reaction may be a "biofilm infection." Patient stated that she is currently on clarithromycin and prednisone to keep the swelling down and "possible biofilm infection." Patient noted that their dermatologist is "afraid that the product isn't authentic because hyaluronidase is not dissolving it." Patient is "scared to death this is silicon and [they] will be permanently damaged." There were no issues with the injection with juvéderm voluma with lidocaine.

Event description:
Additional information: currently, the patient is still experiencing disturbing swelling and is on and off low dose prednisone and continuous hylenex and vitrase treatments.